Manufacturer narrative:
H2) device evaluation: h3, h6) an analysis was completed for the battery monitor indicator. The reported complaint was unable to be confirmed through functional testing, performance testing, visual/physical examination, and usability inspection. There was no fault found with the battery monitor indicator while under analysis. An analysis was also completed for the atp console. The reported complaint was unable to be confirmed through functional testing, performance testing, visual/physical examination, and usability inspection. There was no fault found with the atp console while under analysis. FDA evaluation codes 10, 213, and 67 apply to the analyses completed for the battery monitor indicator and atp console. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. It was determined that a high patient case load lead to system lockup/database failure. A replacement battery monitor indicator and replacement atp console were installed. A software/database clean up was performed, and mobile view station (mvs) operation was restored. The generator issue was corrected. The rep also performed calibrations. The imaging system then passed the system checkout, was found to be fully functional, and was returned back to service. The battery monitor indicator and atp console were returned to medtronic but were under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that when turning on the imaging system there was a constant beeping from the imaging system. Additionally, the radiation was receiving an ¿x¿ and the system would not fully boot up. The site stated that they had restarted the system, attempting to stop the noise. There was no patient present.